Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during set-up. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Livanova field service representative provided tech support over the phone and told the biomed to check for over occlusion or look at the motor control and end stage boards on pump. The biomed did not return a call after the advice was given. Tech support was provided and no report of any further issues after the call. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.